Event description:
It was reported that (1) hp052 was used during an unknown procedure. It was reported by the rep that the hosp states that harmonic scalpel "luke handpiece" got very hot then emitted a solid tone. It is unknown how the case was completed. There was no consequence to pt.